Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd may, it was reported by an arthrex's employee via an email that for 1 unit of ar-1250lt, step drill for 3.0mm bio-suturetak®, and 1 unit of ar-1949, spear, for 2.8 mm fastak¿ ii, 3.0 mm suturetak®, and 2.9 mm pushlock®, t rocar and blunt tip obturator, its suturetak drill was stuck in the drill after drilling. This was detected during an orif ankle with atfl repair on (B)(6) 2026. The procedure was completed successfully as per normal. Additional information received on 7th may 2026: ar-1250lt was stuck in ar-1949 and could not be removed.